Manufacturer narrative:
Insulin pump had a broken battery tube threads, cracked case near lcd window corner, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, stained address and serial number label.

Event description:
Customer reported the insulin pump was dropped. There was damage on the battery compartment the threads on the device, there was a chunk missing. Customer's blood glucose was 130 mg/dl. Customer stated the device was dropped because the belt clip broke. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.